Event description:
It was reported that the infusion set tubing broke at the junction of the connector and tubing on two separate sets, with the caregiver suggesting the user might have overtightened the connection; the device did not generate alerts or alarms and blood glucose levels were unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical care. Investigation included troubleshooting with education and provision of a goodwill replacement order. Investigation of this case revealed a cracked or broken connector-tubing interface consistent with a device component issue at the connector, with user handling potentially contributing. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine conclusively due to no device returned, with possible user technique contributing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.